Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 2/3 deployed when it dislodged into the sinuses. The valve was pulled into the sheath and was removed from the patient. While the valve was being removed, the patient became hypotensive and decompensated. The patient was placed on cardiopulmonary support and stabilized. The valve was loaded onto a new delivery catheter system (dcs) and was successfully implanted at a depth of 4 mm. The patient could not be weaned off of cardiopulmonary support and subsequently died.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.